Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available at this time.